Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of 365 (mg/dl). A bolus was delivered and supplies changed to address bg levels. Due to event occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.